Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet had a broken port. A field service engineer (fse) installed a new printed circuit board and configured the internal network. Access to the drawers was verified to allow medication unloading by opening the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower a physical port on the cabinet that connected the tower to the monitor was broken and not functioned. As a result, the tower cannot be properly accessed. The unit was no longer under an active lease and required return to bd; however, medications cannot be removed from the tower until the port issue was resolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.